Manufacturer narrative:
We are now collecting add'l info. Sterility testing for the returned products is due to be performed.

Event description:
Adverse event: knee effusion; knee swelling; septic knee. On (B)(6) 2011 - a (B)(6) female pt had her 1st injection of supartz in her left knee followed by an iontophoresis patch to reduce the pain and swelling of the supartz injection. On (B)(6) 2011, she was noted to have slight swelling after the 1st injection, but the knee was noted to have felt relief. Under sterile technique, she was given her 2nd injection, utilizing the inferolateral pole of the patella. She tolerated this well. An iontophoresis patch was placed over the injection site. An add'l iontophoresis patch was placed over the left subacromial bursa. On (B)(6) 2011- she was noted to have significant swelling. Examination revealed 1+ effusion. Range of motion 0 to 120 degrees. Supartz injections were on discontinued. On (B)(6) 2011 - her examination of the knee revealed 2+ effusion. No erythema and no ecchymosis. Under sterile technique, 27ml of yellow fluid was aspirated from the left knee. She was given an injection of zeel and traumeel. An iontophoresis patch was placed over the injection site. On (B)(6) 2011 - her examination of the knee revealed 3+ effusion. Range of motion 0 to 100 degrees. Under sterile technique, 32ml of straw yellow, cloudy fluid was aspirated. It did not appear to be purulent; however, it was sent for culture. On (B)(6) 2011 - she was contacted to report the results of the lab. Wbc = 12,460. No crystals present. The aerobic culture showed no growth. Anaerobic showed growth only in enriched broth with clostridium perfringens. Gram stain showed no organisms. Physician opinion is that the culture results are most likely consistent with contaminant. On (B)(6) 2011 - she was admitted to the hospital for left knee I and d (incision and drainage). She rec'd IV antibiotics through her PICC line. Cultures have grown out clostridium perfringens on anaerobic study. On (B)(6) 2011 - she reported no fever, chills, or night sweats. Final culture from her knee I and d showed no growth. She was given feldene for inflammation and continued antibiotics per infectious disease physician. On (B)(6) 2011 - she was examined by physician for f/u for I and d of the left knee, and swelling of the right knee. Right knee was aspirated for culture. The physician suspects contaminate in the supartz injection. The physician has replaced all affected lot with different lots as a precautionary measure. However, the physician stated a remote possibility may exist for contaminate in the lab during culture testing. The affected lots were sent back for testing.